Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The parent reported that the patient was taken to seek medical attention at the emergency room (ER) on (B)(6) 2025, when their blood glucose (bg) values reached over 250 mg/dl and was diagnosed with diabetic ketoacidosis (dka). The issue began when the patient woke up with high blood glucose levels and attempted a correction through the pod. The patient's mother noticed wetness and the smell of insulin around the adhesive, indicating a leak. Upon inspection, it was confirmed that the pod had detached and was not delivering insulin, prompting the use of manual injections. As a result of the insulin delivery failure, the patient experienced symptoms including vomiting, abdominal pain, high blood glucose, and large ketones. The patient was treated with intravenous (IV) fluids and an insulin drip, being discharged the following day.